Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: post stenting procedure. It was reported that on (B) (6) 2009, a 2.5x8 mini vision stent was successfully implanted. On (B) (6) 2010, the 2.5x8 mini vision was treated for in-stent restenosis using a 2.5x8 promus stent. The patient was discharged home on (B) (6) 2010. On (B) (6) 2010, subacute thrombosis reportedly occurred during the patient's travel 5 days post stenting procedure. The physician commented that the sat is not related to the mini vision. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The promus 2.5x08mm (part # 1009539-08b, lot # unk) is being filed under a separate medwatch MFR number. The reported restenosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.